Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that a secondary intervention was performed. The physician snorkeled both renals and an endurant cuff was implanted resolving the proximal type I endoleak. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of cta¿s 5 years post-implant revealed that the talent bifurcate was positioned several mm¿s below the lowest right renal artery. The ipsi limb was placed down into the left common iliac artery and the contra limb into the right common iliac artery. The proximal stent graft od measured 28 x 29mm, and the neck contained areas of calcification. The bifurcate aortic body was angulated 50 deg (a-p) to the limbs, and there was approximately 1cm of proximal seal length. The left/ipsi distal s-g od measured 20mm and the right/contra distal s-g od measured 21mm. The max diameter aaa was 7cm. No endoleak was seen and the limbs were patent. Multiple coils have been previously placed around the perimeter of the aaa. No stent graft issues were observed. Review of cta¿s 5-1/2 years post-implant revealed that the talent bifurcate was positioned several mm¿s below the lowest right renal artery. The proximal stent graft od measured 28 x 29mm, and the neck contained areas of calcification. The bifurcate aortic body was angulated 50 deg (a-p) to the limbs, and there was approximately 1cm of proximal seal length. The max diameter aaa was 7.5cm. There is contrast seen in the sac from a likely proximal type I endoleak. Both limbs were patent. The right/contra limb has been extended into the right external iliac artery; the right internal has been coiled. Review of cta¿s 6 years post-implant revealed that the talent bifurcate was again positioned several mm¿s below the lowest right renal artery. The proximal stent graft od measured 27 x 31mm, and the neck contained areas of calcification. The bifurcate aortic body was angulated 50 deg (a-p) to the limbs, and there was <(><<)>1cm of proximal seal length. The max diameter aaa was 7.8cm. There is contrast seen in the sac from a likely proximal type I endoleak. Both limbs were patent. A single still angio image during an intervention (unknown study date) confirmed that an endurant aortic cuff was implanted into the talent bifurcate, extending 1.5 ¿ 2.0 cm¿s above the talent and proximal to the renal arteries. Both renals arteries are being perfused by snorkels, and several aptus staples are seen placed just below the renals. No endoleak can be seen in the image. The exact cause of the proximal type I endoleak and aaa expansion could not be determined. Films just after implant were not available for review. It is possible that disease progression, with neck dilatation and shortening of the proximal seal length may have contributed to the endoleak. Earlier type ii endoleaks, as evidenced by the multiple coils seen surrounding the aaa, likely occurred during the implant duration.

Event description:
Talent aaa stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during a follow up CT scan, a proximal type I endoleak was observed. The physician stated that the cause of the event was related to disease progression within the proximal aortic neck. No intervention is planned at this time. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Date of event is unknown (month and year valid). (B)(4).